Manufacturer narrative:
No equipment was returned for evaluation. The patient remains ongoing on pump support using an ungrounded patient cable and no further issues has been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department on (B)(6) 2016 after having received low flow alarms. Review of device history showed two pump stoppages with low speed advisory alarms. The patient reported feeling dizzy at the time of the event with no other symptoms. There were no further low flow alarms or pump stops in the event history once the patient switched to battery power. The customer stated there was no obvious trauma to the driveline and the patient had normal sinus rhythm on EKG. The patient's chief complaint was fatigue. A system controller log file was submitted to the manufacturer's technical services representative for review. Two brief (less than 3-4 seconds) pump stoppages were observed when connected to the power module. It was stated that it appeared that the patient had a driveline short to shield condition. The customer reported that x-rays taken were unremarkable. The x-ray images were not submitted for review. It was reported that the patient was sent home an ungrounded power module patient cable for use while on power module support. No further issues were reported.